Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received several an inappropriate electric shock due to noise and oversensing. Troubleshooting options were discussed and recommended. Currently, this s-ICD system remains in service and no additional adverse patient effects were reported.